Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. The explanted device will not be returned.